Event description:
It was reported by the nurse that during patient ventilation the ventilator made a noise. The patient was removed from the ventilator and placed on another ventilator. The noise was generated during the exhalation phase and maintained continuously in the power off state. Ventilator was then powered on and no noise was heard. The hospital performed device check testing and it passed. The patient was then placed back on this ventilator and the next day the same noise was heard again. The patient was removed from the ventilator and placed on another ventilator. There was no harm to the patient reported. According to the debug logs, the ventilator continued to ventilate the patient.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.